Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the local authorities regarding a fire that occurred in an apartment of a nursing home. The resident was found to have died in the fire. The end user was a known smoker. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the device in cooperation with the local authorities.